Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 1080 mg/dl. The customer also experienced a heart attack. The customer has been experiencing high blood glucose levels for the past four days. It was stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.